Manufacturer narrative:
Pt info: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event and to obtain the suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye due to poor vision. No additional information was provided.

Manufacturer narrative:
Additional information: the initial cataract surgery operative report was received with the return product. The description of the procedure includes the surgeon's standard pre-operative, intra-operative, and post-op cataract surgery steps which were followed with no complications. No secondary surgical or medical interventions were performed. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 6, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into four pieces and a haptic was detached. The lens was cleaned and, no issues that could contribute to or cause sub-optimal results could be identified. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issue ¿hm-sub-optimal results¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.